Manufacturer narrative:
The device involved in the reported event was requested however to date it was not received for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from a user facility in (B)(6) stated that during an anterior vitrectomy, the cutter started cutting with delay. However, the aspiration performance was o.k. There was no patient impact or injury reported.

Manufacturer narrative:
Two opened bl5623 pouches from lot v7358 were returned for evaluation. The two cutters were visually inspected and no visual defects were found. Both cutters were dirty and dried solution was visible in the tubing. A functional test was performed using a stellaris pc system, the two cutters started right away and did not delay. Based on the evaluation results we are unable to confirm the reported failure mode.